Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: the display screen has a dim/faded contrast. The total daily doses correctly reflect the users programmed basal and bolus deliveries. Typical usage alarms observed in alarms history. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Battery cap and cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a display (dim/fading/color spectrum) issue. The reporter stated that the patient had a blood glucose (bg) of 1.9mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged display issue.